Manufacturer narrative:
The customer¿s report of a possible over-infusion was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log shows that on (B)(6) 2016 at 4:24pm, an ivf maintenance infusion was programmed on the pump module. A secondary infusion of calcium gluconate (2gram/100ml) was programmed at the rate of 60ml/hr with a vtbi of 120ml. After 1 hour and 53 minutes, the infusion was paused, and then the secondary infusion was terminated, switching back to the primary infusion. The calcium gluconate infusion had a total calculated volume infused of 111.7ml. At 6:21pm a secondary infusion of cefepime (1gram/50ml) was started at the rate of 100ml/hr with a vtbi of 50ml. At 6:44pm, an ail alarm occurred. The alarm was silenced and the module door was opened. Seven seconds later, the door was closed and the infusion restarted . At 6:53pm, the secondary infusion was terminated, switching back to the primary infusion. The cefepime infusion ran for approximately 31 minutes with a total calculated volume infused of 49.7ml. One minute and 26 seconds later, the device was channeled off and the system powered down. The entire infusion ran for 2 hours and 27 minutes with a total calculated volume infused of 164.38ml, including the primary and both secondary infusions. Rate accuracy testing was performed and the device was found to be infusing within specification. The patient-side pressure sensor was tested. The ¿patient side occlusion¿ test was performed 3 times and the pump module passed each time. The root causes of the customer¿s report of both a possible over-infusion and reported patient-side occlusion test failures were not determined.

Manufacturer narrative:
The device has been received and the investigation is pending. A follow up report will be submitted with results when the investigation is complete.

Event description:
The customer reported that the device failed patient side occlusion and "overinfused". There is vague information that the device "delivered too much meds"; although requested no details of a patient event have been provided. There is no report of harm or medical intervention.